Event description:
It was reported that this device was exhibiting premature battery depletion. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been gradually increasing. A ts consultant recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected for return. A supplemental report will be submitted when the technical analysis is complete.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been gradually increasing. A ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and is expected for return. No additional adverse patient effects were reported.